Event description:
It was reported that this patient with this right ventricular (rv) lead experienced cardiac arrest and bradycardia. Technical services (ts) reviewed noting no tachy episodes were logged and that the presenting rhythm showed capture. Ts noted there had been elevated rv threshold measurements a few months prior and that potentially the threshold had risen however, recommended an in person check. The local area sales representative was contacted for additional information. At this time, no further information is available. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.